Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. *it was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the merlin transmitter did not power up after a lightning strike. The device was disconnected and reconnected, still did not power up. The device was replaced.